Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in back up vvi mode. Programming changes were made. The pacemaker was remained implanted. The patient was in stable condition.